Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio), when the impaction platform broke during impaction and the tip of the impactor shaft was damaged.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Reported event: the event reported that a shell impaction platform and trident psl inline-offset impactor broke during impaction. A one minute delay occurred. Device evaluation and results: visual inspection confirms that the device broke into several pieces. The housing broke at the plane in which the button seats. Figures attached show the broken device. Device history review: review of the device history records indicate 50 devices were manufactured and accepted into final stock on 05/02/2015. No non-conformances were identified during inspection. Complaint history review: review of complaints within the trackwise database for p/n 206270, l/n 45010315 show no other complaints related to the failure in this investigation. Conclusion: the failure was confirmed. The device was found broken into several pieces. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was performing a total hip arthroplasty procedure using the robotic arm interactive orthopedic system (rio), when the impaction platform broke during impaction and the tip of the impactor shaft was damaged.